Event description:
The customer observed positively biased ammonia qc results on the vitros 250 analyzer. The customer indicated that patient sample results were not reported while biased, imprecise amon results were occurring. Biased results of this direction and magnitude could lead to inappropriate physician action. There was not report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The event's investigation concluded that the incubator was contaminated. The customer performed an analyzer precision test and ruled out the instrument as a potential root cause; however, the ammonia precision test produced imprecise results. The customer cleaned the incubator evaporation caps. Post cleaning, the ammonia results were acceptable and precise. The root cause of the event was instrument related.